Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was 166 mg/dl. Reportedly, at the time of the report with tandem technical support, the touch screen was functioning as intended and the customer continued to use the pump for insulin therapy.